Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that the implant (ins) battery was 100% yesterday but during the troubleshooting steps, the ins battery was depleted. Pt said they were not feeling any stimulation yesterday but during the call, when pt accessed the therapy screen, pt mentioned therapy was turned on. Pt said if the therapy was on, the therapy must have been on a low setup since they were not feeling any stimulation and was feeling pain. Pt said the battery does not normally deplete in away and they were told that the battery last 3 to 4 days. The patient was redirected to their healthcare provider to further address the issue.